Manufacturer narrative:
Submit date: 09/09/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urinary catheter. The representative reports the customer communicated that it was difficult to aspirate water out of the balloon and the balloon did not inflate uniformly; it seemed to inflate only one side.

Manufacturer narrative:
An investigation of the reported condition was performed. The customer reported that it was difficult to aspirate water out of the balloon as the balloon did not inflate uniformly and appeared to inflate only on side. The complaint report stated that, the sample would be returned but till date sample has not been received despite a sample request letter. Without samples, it is not possible to perform thorough follow up investigation which include functional and visual evaluation to determine the root cause of the reported issue and thereby implement any corrective actions if necessary. Should the sample be returned in the future the complaint report can be reopened. There are photos attached with the compliant file but the issue could not be identified and affirmed as per customers description. The root cause for the reported condition indicated that catheter balloon displayed poor symmetry which thereby resulted in the inflation/deflation eye and prevents water from leaving the balloon. The poor symmetry of the balloon was due to the amount of glue it used under it. The specification for the amount of glue used was updated under the change development process to improve the cuff symmetry. The update was made to tighten the specifications for the poor symmetry. The review of device history record (DHR) indicated that, during the production process inspections per established sampling levels were within the acceptable limits. No further action is deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.